Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. The physician attempted to reposition this lead, but decided to implant a new lv lead instead. There were no adverse patient effects reported.

Manufacturer narrative:
This lv lead will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.